Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 79-year-old male undergoing cardiac surgery was emergently implanted with an impella cp device for mechanical circulatory support. Once the pump was out of the peel-away sheath, it kinked along with 0.18 wire and the physician was unable to advance it further. The patient was hemodynamically unstable, so the pump was completely pulled out of the body without harm to the patient or device. A new impella cp device was implanted through the same access site without any issues.

Manufacturer narrative:
The investigation into the delivery issues- use has been completed. The introducer was not returned for review. The guidewire was returned in multiple bent condition (most likely occurred during packaging to return to abiomed). Visual inspection found no issues on the pump. The pump passed od ring gauge test indicating that the pump od was in specification. The root cause of the difficulty inserting pump through introducer was unable to be determined as limited clinical details were provided and the introducer was not returned for review.